Manufacturer narrative:
(B)(4). *investigation* no imaging provided and patient's medical records are unknown at this time and therefore it is impossible to comment on the filter allegedly "causing the intense pain" from 2008 to 2013. Also, it is impossible to comment on the patients alleged injuries. Based on the limited information provided it cannot be determined, if any of the reported allegations related to the filter or the filter performance. If additional information is received, the report will be re-opened for further investigation there is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. The evaluation will be assessed when further information is available.

Event description:
It is alleged that the patient was implanted with a cook gunther tulip vena cava filter on (B)(6) 2008. Per the plaintiff fact sheet (¿pfs¿), completed as part of the patient¿s lawsuit, the gunther tulip was placed to prevent pulmonary emboli. The plaintiff states that in 2008, he asked his doctor to perform an x-ray to check to see if the filter was causing pain. From 2008 to 2013 he was aware of the filter causing the intense pain. It caused him to visit many doctors and suffer financial loss and health. He states he has permanent weakness as well as scars and mental anguish. The plaintiff wanted to have the filter removed because he felt that the filter had him at risk of death. On (B)(6) 2013, the filter was retrieved at (B)(6).

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
Description according to short form complaint file: it is alleged that the patient was implanted with a cook gunther tulip vena cava filter on (B)(6) 2008. Patient outcome: it is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
(B)(4). (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 09/08/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to pe and had a successful (open surgery) retrieval on (B)(6) 2013. Plaintiff is alleging tilt, vena cava perforation, embedded.

Manufacturer narrative:
The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Investigation - evaluation: a review of the complaint history, device history record, manufacturers instructions, quality control, and device specifications were performed. Based on the provided information a definitive root cause cannot be established or reported at this time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.